Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a burning sensation and stimulation in the wrong location following a car accident. The patient had not been able to use the stimulation since the car accident. The impedances were measured and the results were normal. An x-ray was taken and the results showed the lead had moved from t-9 to t10. Additional information has been requested, a follow-up report will be sent if additional information becomes available.